Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that the cannula was bent when she removed the infusion set. The customer's blood glucose was 380 mg/dl. The customer stated that the alarm was resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.